Manufacturer narrative:
(B)(4). Batch # r92a5f. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and the locked out mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the lockout failure. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy, multiple clips were fed into the jaws at a time at the 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient.